Manufacturer narrative:
The complaint condition was confirmed. It was determined there was insufficient adhesive used or inadequate time allowed for adhesive curing on this device. The DHR could not be reviewed because the lot number was unknown. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital reported issues encountered while using the saddleloop device. They reported that the buckle was coming apart and the elastic portion of the device was breaking. The complaint report indicated this was a recuring issue but they kept this one device to send to the manufacturer for evaluation. There were no patient complications reported as a result of the alleged problem. The device lot number was not provided to the manufacturer.